Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(6), model: sc-2218-50, serial: (B)(6), batch: 5157206/5157208.

Event description:
It was reported that the patient was experiencing ineffective therapy. All device components were explanted and were discarded.